Manufacturer narrative:
F10 health effect, clinical code: code e0752 utilized; proposed second level coding - voice alteration to capture hoarseness or other vocal changes livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e0752. Health effect - clinical code :e2302.

Event description:
It was reported that patient has been hospitalized due to increased in seizures. It is also reported that patient is experiencing a decreased appetite and emotional changes. It was later reported that patient is experiencing voice alteration and ambulation difficulties as well. Patient is hospitalized and device was disabled, resulting in overall health and symptom improvement. No other relevant information has been received to date.

Manufacturer narrative:
B 2. Outcomes attributed to adverse event (check all that apply); corrected data; initial MDR inadvertently neglected to select ¿hospitalization¿